Event description:
During turp procedure, 3 separate wolf bipolar loops were opened. The first loop bent intra-op and the second loop did not work. The 3rd loop worked. The representative from the wolf company was present during the case and could not trouble shoot other than to open other loops.what was the original intended procedure?turp.